Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a battery voltage of 2.53 volts; however, the battery status indicator did not correspond. The indicator read beginning of life (bol). A charge time of 11.8 seconds was measured during the last capacitor reformation, taken over three years prior. The physician elected to deactivate the atrial tachycardia mode 'controlled by the patient' feature. Guidant received additional information that device interrogation revealed an automatic capacitor reformation had occurred the day the feature was deactivated. A charge time of 37.9 seconds was recorded, with a corresponding battery status indicator of end-of-life (eol). The device was explanted, replaced and returned for analysis.